Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 555 (mg/dl) and diabetic ketoacidosis. Reportedly, customer has a broken arm which hospital staff believed contributed to their elevated bg levels. Customer left the emergency room approximately 9 hours later with bg levels stabilized to 120 (mg/dl).